Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 17october2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broken drill bit did not cause fragments in the patient.

Manufacturer narrative:
A lot number of 9991 was provided by the reporter, but does not match the complainant part number. Without a valid lot number, a review of the device history records cannot be requested or completed. Device is an instrument and is not implanted or explanted. Per the facility, the complainant part was discarded and is not available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: the lot number provided could not be verified; therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 4.0mm drill bit broke during a surgical procedure on (B)(6) 2015 due to wear. The doctor noted that the drill bit was blunt. All broken pieces were removed from the patient. Another drill bit was available for use inside of the kit. No patient harm or surgical prolongation was noted. The patient is doing well. This report is 1 of 1 for com-(B)(4).